Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. No failed battery alarm was noted during testing. No number ramping anomaly or scroll bar anomaly was noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons were not working and there was a button error alarm. The numbers were scrolling. Customer also states that the insulin delivery stops at times. The blood glucose reading is 15 mmol/l/. The insulin pump will be replaced. Nothing further reported.